Event description:
It was reported that a 8709 or 8780 snapped or broke in the spine due to a hardening of the catheter material. It was later reported that the healthcare provider (hcp) was exploring potential reasons for why the catheter broke during the case. One thought he had was that, after years of use, the catheter material may have become more brittle and more susceptible to damage. He was to continue to explore other possibilities, such as a steep needle trajectory while withdrawing the needle.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).